Event description:
The customer reported that the incorrect donor weight was used during a triple platelet product and rbc procedure. The operator entered a weight of (B)(6) (which was the platelet count not the weight), the true weight that should have been entered was 135. The discrepancy was noted 37 minutes into the procedure. The procedure was end immediately and rinseback was performed. There was no issue with the donor and no medical intervention was needed or performed. This report is being filed due to operator error, that has the potential for injury.

Manufacturer narrative:
(B)(4). The device history record was reviewed and nothing was found that was related to this event. Investigation: the customer noted that the donor did not have a reaction during the procedure nor did they present any issues afterward. Root cause: operator error. Corrective/preventive action: the support specialist who handled the call gave the customer some re-training regarding the danger of running a donor with the wrong parameters.